Manufacturer narrative:
(B)(4), this follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed on, (B)(6) 2023. The patient experienced two dislocations and underwent a revision 3 months after implantation. The surgeon noted the implants were in good position and that his instability may have come from his low back. The head and liner were explanted and replaced with zb products. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at this time.

Manufacturer narrative:
(B)(4). D10: liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells item # 00630505036, lot # 65887359. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient had an initial left total hip arthroplasty. Subsequently, the patient underwent a revision to a constrained liner approximately 3 months later due to recurrent dislocations. The dislocation was unable to be reproduced and the surgeon indicated he felt the patient¿s prior spinal issues were contributing to the instability. The acetabular and femoral components were well fixed and left in place, while the head and liner were revised. Attempts have been made and no further information has been provided.